Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) bnet415, (3i t3 with dcd ex hex tapered implant 4 x 15mm) for evaluation. Visual evaluation was performed; the implant has signs of use with debris on its external threads. Both implants were damaged during removal. However, there were no signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2017031643. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2017031643 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental: functional: loss of integration: perforated sinus and dental: medical: infection based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. For infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. Infection is a medical condition and is non-verifiable with all the information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: bnet415, 3i t3 with dcd ex hex tapered implant 4 x 15mm, lot: 2017031643. H6: event problem codes: patient code: 1690, 1932.

Event description:
The doctor reports that the dental implants located in dental positions number 22 & 24 lost integration due to sinus perforation and infection and were removed. The doctor reports in the per that the procedure was concluded by placing another implants. Edema, inflammation and abscess were reported as a result of the event.